Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26810, related manufacturer reference number: 2017865-2021-26811. It was reported that the patient presented in the emergency room with hematoma. Unknown whether the incision was opened at that time or not. Two days later the patient presented again with oozing from pacemaker incision site and the incision was noted at that time to be open and the device was exposed. The system was extracted. The patient was stable.